Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level that ranged from 540-541 mg/dl and high life-threatening ketone levels. Prior to being admitted to the ICU, the customer delivered a correction bolus in attempt to resolve the bg. The customer was treated with intravenous saline and insulin while in the ICU. At the time of the report to technical support the customer had not been released from the hospital, however, the customer confirmed the reported issue resolved and no permanent damage was sustained. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended. The customer declined to provide further information.